Event description:
The facility reported that this pump failed the accuracy test. It was not specified if this occurred while infusing on a pt or during biomed testing. However, the facility rep stated that no pt incidents were reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but non was provided.